Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visible inspection found no visible damage to lens and clear residue on lens. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens in the patient's eye. The lens was explanted from the patient's eye. No further information available. Multiple attempts to contact reporter have been unsuccessful.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens in the patient's eye. The lens was explanted from the patient's eye. No further information available. Multiple attempts to contact reporter have been unsuccessful.